Event description:
It was reported that a patient underwent a cardiac ablation with a thermocool® smart touch® sf uni-directional navigation catheter and the patient experienced pericardial effusion that required pericardiocentesis. The patient complained of pain towards the end of the procedure and effusion was confirmed by echocardiography. Drainage was performed. The patient recovered after drainage and was discharged. The physician's opinion on the cause of the adverse event was the procedure. During manipulation in the right ventricle there felt sense of catheter being pulled. Atrial septal puncture was not performed. Ablation was performed before pericardial effusion was identified. Steam pop was not observed. There were no abnormalities observed prior to or during use of the product. The physician's opinion on the relationship between the event and the product is not due to any product fault. Act (activated clotting time) was over 300. No error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31347612l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).